Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d224trk cardiac resynchronization therapy defibrillator, implanted: 2011-(B)(6), product ID 419388, implantable pacing lead, implanted: 2005-(B)(6), product ID 407658, implantable pacing lead, implanted: 2011-(B)(6), (B)(4).

Event description:
It was reported that the telemetry strip did not exhibit bi-ventricular pacing every other beat due to occasional atrial undersensing. The right atrial (ra) lead's sensitivity was adjusted and remains in use. No patient complications have been reported as a result of this event.